Event description:
It was reported that pump declared altitude alarm and suspended insulin delivery. There was no adverse impact to the customer¿s blood glucose level. Customer removed obstruction from speaker holes, cleaned area as instructed, and attempted to reconnect and resume insulin, but pump did not resume delivery and alarm recurred; customer was unable to load new cartridge and decided to drive to another location to set up in-warranty pump instead of continuing troubleshooting with out-of-warranty pump.